Event description:
Customer advised that 12 tests were completed on (B)(6) 2021 with lot 16332h and 19992d and all were negative. One person was symptomatic and tested positive at clinic with pcr. Customer did not provide date of the pcr test. Customer provided two negative results from (B)(6) 2021 with lot 19992d, but was unsure which one was the false negative.

Manufacturer narrative:
Investigation conclusion: device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.